Manufacturer narrative:
H6. Patient codes: e2015 insufficient information is used as the cause of death is unknown.

Event description:
It was reported that the patient died three days after the procedure. An enroute transcarotid stent was selected for use in the left transcarotid artery revascularization (tcar) procedure. Post procedure, the patient was slow to wake up which was attributed to age and the patient was sent to post-anesthesia care unit (pacu). Three days after the procedure, it was reported that the patient had passed away. Additionally, it was also reported that the patient had chronic kidney disease (ckd) and chronic obstructive pulmonary disease (copd). At this time, the patient's cause of death is unknown, and further information is not available.